Event description:
A pt reported experiencing inaccurate high results with a meter. The pt's blood glucose results were 111 lab vs. 156 mg/dl. Tests were done within 11-20 minutes with a difference of 41%. Pt did not experience any adverse events. No further info has been reported.